Event description:
The manufacturer received information alleging a power source issue occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.